Event description:
I had gotten breast implants and immediately started noticing my health decline. I had chronic fatigue, depression to the point of suicidal thoughts, anxiety, irritability, headaches, pain in my back and chest, and the list goes on. I've had many blood tests done with a normal and healthy outcome. I am explanting in (B)(6) of this year. FDA safety report ID # (B)(4).